Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, device history review, accuracy testing, and field data review. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data and calibrator data were analyzed and compared to an established control limit. Evaluation indicated that the patient median results and calibrator results for this lot is within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. Patient information patient identifier whole number, (B)(4).

Event description:
The customer stated that falsely elevated troponin patient results were generated using the architect stat troponin-I reagents. The customer stated the qc values were in range, and no error codes were observed. The customer uses cutoff 0.05 ng/ml. Sid 1617408840a initial 0.178, repeat less than 0.010. No impact to patient management was reported.